Manufacturer narrative:
The adverse event is filed under aic reference: (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5mm (part#: 8360-10) was used during a laparoscopic cholecystectomy on (B)(6) 2025. According to the complainant the double action grasper was stuck open in the patient. Once removed from the patient grasper tips broke off on the back table. Reportedly there was a 10 minute delay to the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The adverse event is filed under aic reference(B)(4). Additional information: d4 device information updated d9 device returned to manufacturer. The sample was received in a box with bubble wrap. The body of the product has both jaws detached. Sample was received with jaws in a separate sealed plastic container within the returned package. The spacer is still assembled within the sample body. The links are still attached to the body of the instrument. The body of the product has both jaws detached. Sample was received with jaws in a separate sealed plastic container within the returned package. The spacer is still assembled within the sample body. The links are still attached to the body of the instrument. No shearing or evidence of breaking. Everything is intact, by appearance, therefore disassembly is confirmed. This product may have been reserviced due to the following evidence: the 8360-10801 insulation is not an OEM part, but a replacement part, as identified by the thickness of the part, and the surface finish is smoother and glossier. The flushport valve is missing. Defect was confirmed. An approved project was initiated to address the issue of this nature.